Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are seeing a poor communication screen on their replacement patient programmer (pp). Additional information received from the manufacturer representative (rep) on (B)(6) confirmed that the patient does not use the antenna. Troubleshooting was performed including placing the pp directly over the implant which did not resolve the issue. It was suspected that the issue is due to the implantable neurostimulator (ins), and that it has either moved or is dead. On (B)(6) it was reiterated that it is unknown what is going on with the patient, and that the patient was very hard to understand over the phone. It is unknown if the device has been turned off or is at end of service (eos). No further complications are anticipated. The patient's indication for implant is movement disorders.